Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined .however, the customer requested a new pcb for replacement which they will program themselves upon receipt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault while connected to a patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.